Event description:
The ophthalmic coordinator reported that the reflux was not working during the vitrectomy procedure. Following a 10 minute delay to troubleshoot the problem, the case was completed with no pt harm.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss walked the customer through checking the footswitch switches over the phone. All switches functioned correctly. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).